Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the following: sw1 was damaged, base plate was dirty, outer shield was corroded, plug unit was corroded, sc-case unit was corroded, cable unit was corroded, c-board was corroded, error b30 occurred, error 226 occurred, objective and lg lens adhesive was discolored and connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer returned the gastrointestinal videoscope to olympus for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the air/water tube and cylinder and the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder, channel and sub-water channel could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.